Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut down after 45 minutes of use. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the battery runtime was below factory specifications. The fse replaced the batteries then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6).